Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) received two inappropriate shocks (ias) 10 days post implant. It was noted that this patient is large chested and during the implant procedure this electrode was stretched to reach the s-ICD. During the procedure the physician had to re insert this electrode to get in range impedance measurements. The defibrillation threshold (dft) test had been unsuccessful however the second attempt was successful. Technical services (ts) reviewed noting the s-ICD was in primary vector where noise and a wandering baseline was observed along with gross undersensing. A chest x ray was performed. The electrode appeared to be fully inserted from the lateral image however, ts noted the images were subpar so making determinations from them were challenging. This electrode remains in service. No adverse patient effects were reported.